Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error image displayed on the screen. The customer's blood glucose level was unknown at the time of incident. The customer stated that insulin pump had a broken force sensor was detected during seating or regular delivery. Troubleshooting was assisted. Customer stated that the they were unable to clear the alarm. The customer also stated that all other buttons are unresponsive except the up and down button. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and broken force sensor was detected during seating or regular delivery alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify frozen display and unresponsive keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly during visual inspection.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).